Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported.

Event description:
The customer reported diagnostic error "machine and proximal pressure sensors failed" and the machine is down. The customer states the unit had the previous mentioned error code at start up but also noticed an unknown tech has installed a new central processing unit (cpu) printed circuit board (pcb) in the unit without updating the serial number, unit hours, or options. The customer has no other info about previous repair. The device was not in use on a patient. No patient or user harm was reported. The remote service engineer (rse) advised the customer on how to download tera term program to update (cpu) info and how to successfully install the unit serial #. The customer will try to determine proper unit hours to install. The (rse) will email the customer option codes for clex,avaps,ramp options to install. The customer will continue to troubleshoot for proper operation after (cpu) has been programmed.

Manufacturer narrative:
Upon further investigation, the following has been reported in the customer's communication that the reported issue was observed in the biomed room during testing and there was no patient involvement. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
The customer replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the issue. The unit was tested, and it was returned to service.